Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 4.2 was failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half-height legacy drawer 4.2 had failed. A field service engineer found that cubie d3 would not pop open. The spring on the mother board (moab) at position d3 was repositioned. The customer successfully recovered the drawer. A final test was run on the main half-height drawer 4.2, which passed successfully. As part of proactive maintenance, all drawers and slides were tested to ensure proper functionality. The top cover was opened to check connections in the electronics drawer, and dust was removed from under the top cover. The system functioned as intended after the field service engineer repaired the device.